Manufacturer narrative:
H9: a field action was initiated on 16-mar-2020 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 22-jul-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of (B)(6) 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the clinicians were unable to flush a typical volume of medication or formula in the device. The clinicians made several attempts to dislodge the tube and adjust the tube without success. The surgery team was then consulted and they tried to fix the tube but ultimately had to take the patient to the operating room (or) to replace the tube. The tube was found to be defective with a small membrane in the lumen of the tub, partially occluding the flow. The defect resulted in the patient having to stay an additional 3-days in the hospital and the patient had to undergo an additional procedure.